Event description:
A 20mm diameter x 12mm diameter x 13.5cm length aneurx bifurcated stent graft was successfully implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The diameter of the proximal non-aneurysmal aortic neck was 17mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysm iliac neck was 150mm. The pt's aneurysm and vessel morphology are unknown. It was reported that the pt developed bilateral iliac dissections of the common femoral arteries. It is reported that a physician present at the case recalls that the dissections were from using other procedural products before inserting the aneurx device. The physician placed a 12mm symphony stent in the right common iliac artery extending to the external iliac artery and performed a femoral patch. A 60mm symphony stent was placed in the left common iliac artery extending to the external iliac artery. It was reported that there was accurate placement of the stent graft with successful outcome and exclusion of the aneurysm. There was no additional clinical sequelae reported relative to the event.